Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at 22mm distal to the distal end of the strain relief. The hypotube was partially broken at 242mm distal to the distal end of the strain relief. There were also multiple hypotube kinks noted. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jul-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 32x3.00mm, concentric and the de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following predilation with a non-bsc balloon catheter, a 3.00 x 38mm promus element ¿ long drug-eluting stent (des) was advanced but failed to cross the lesion. After many attempts the device still failed to cross, the device was removed from the patient's body and a 3.00 x 32mm promus element ¿ des was used and completed the procedure. No patient complications were reported and the patient's status was stable and responding well to medicines. However, returned device analysis revealed hypotube break.